Event description:
It was reported that this patient was feeling symptomatic and received a shock from this subcutaneous implantable cardioverter defibrillator (sicd). Approximately, twenty minutes after the first event, another shock was delivered. The following day the patient presented to the emergency room and device interrogation was performed. The shocks were confirmed to have been inappropriate due to oversensing of noise. The device was programmed to secondary vector. However, an exercise test was performed, and primary vector was identified as the better option for this patient. Reprogramming included change the vector from secondary to primary vector, increasing zone 1 from 230bpm to 240bpm and smart delay was increased to greater than three seconds. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.